Manufacturer narrative:
E1: country - italy h3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that prior to the positioning and placement of an unspecified nasogastric tube, the user found the distal end of a heavy-duty exchange fixed core wire guide to have an unspecified defect. Per the reporter, the device could not be used. The procedure was completed successfully using a different unspecified wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Upon evaluation of the returned device on 30jan2025, the inner wire was protruding from the coils, and the coil was elongated.

Manufacturer narrative:
Summary of event: it was originally reported that prior to the positioning and placement of an unspecified nasogastric tube, the user found the distal end of a heavy-duty exchange fixed core wire guide to have an unspecified defect. Per the reporter, the device could not be used. The procedure was completed successfully using a different unspecified wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Upon evaluation of the returned device on 30jan2025, the inner wire was protruding from the coils, and the coil was elongated. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The inner wire protruded from the coils at approximately 7.2-centimeters from the distal tip. Coil elongation was noted approximately ten centimeters from the distal tip. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device; however, the affected product was scrapped. A review of complaint history found no additional complaints for this lot number. Cook investigated all lots checked by the same personnel, during the same week, as the complaint device, finding no additional complaints involving the lots. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, there is no evidence of additional non-conforming devices in-house or in the field, as 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, and no other lot-related complaints have been received from the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.